Event description:
It was reported that patient was revised on a right knee due to instability.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding instability involving a triathlon insert component was reported. The event was confirmed. Device evaluation and results: the device was not returned but photographs were provided. Based on the photographs provided, nothing remarkable is noted regarding the explanted poly component. Medical records received and evaluation: clinician review of the case indicated: no examination of the explanted component, no documentation or operative report of the ¿previous revision¿ alluded to in the brief operative report of the 2012 revision, no listing of the primary components implanted, and no confirmation of the instability complaint noted in the event description are available for review. There is no evidence that factors of faulty prosthetic component design, manufacturing, or materials were responsible for any clinical problems in this obese patient. Conclusions: the event regarding the revision surgery due to instability was confirmed through the operative reports that were provided. Clinician review of this case concluded that there is no evidence that factors of faulty prosthetic component design, manufacturing, or materials were responsible for any clinical problems in this obese patient. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a right knee due to instability.